Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. We have informed our manufacturer accordingly. A review of the batch and manufacturing records revealed no abnormalities or nonconformities.

Event description:
As reported by the user facility ((B)(4)): pump-flow rate-fast. Too fast diffusion. (4 days instead 5).